Manufacturer narrative:
The complaint did not indicate if this was the first time the unit was used. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 24, 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed the month prior. According to the complainant, they "could not drain water from the balloon." Procedure completed with the same corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."